Manufacturer narrative:
Initial report sent: 08/23/2007.

Event description:
Procedure type: orthopedic. According to the reporter, after an operation for an achille's tendon, the pt started to suffer from an inflammatory reaction that amplified with time; the scar was inflammatory, nodular and painful; a re-operation was performed to remove all of the scarred tissue around the achille's tendon.